Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a consumer. It was reported the patient's weight at the time of the event was 144 pounds. It was unknown what circumstances led to the poor coupling but the poor coupling was resolved by using a recharger antenna. Additionally, the patient has been scheduled to have fluoroscopy or x-rays the week of (B)(6) 2017 to determine if the ins has flipped in the pocket; it was noted they would likely meet with a rep on (B)(6) 2017. The patient was told to continue charging for a couple hours each day in the meantime. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient received the replacement antenna but they were still having the poor coupling issue. The patient was redirected to contact their healthcare professional (hcp) to have the device checked. No further complications were reported. Follow-up was conducted. 2017-aug-03 crts 3592969 (rep): additional information was received from a manufacturer representative (rep). It was reported that the patient was not able to get a good charge on the device and they were getting two bars at most. The rep was currently charging the ins with two bars and was using adhesive discs. The rep tried moving the antenna around. The rep looked at the clinician programmer stats and the patient had charged for 2 hours, 4 hours, but still hasn¿t been able to get any charge on the ins. The rep stated that battery life was okay. The clinician and patient programmer¿s were able to communicate with the ins. It was stated stimulation doesn¿t work anymore. The patient has been having charging issues for about 3 weeks which is also the last time the patient felt stimulation. The rep tried to turn on the ins with the programmer, but it showed it was discharged. An antenna locate (al) did not resolve the issue. The rep was getting a range of 48-60 with the al. The rep attempted to charge where the al was 58 and had 0 bars. No ins pocket issues were reported. The rep stated there was no falls or movement with the ins and the ins was not loose and was easily palpable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that it was confirmed using flouroscopy that the ins had flipped. The patient's hcp manually flipped the ins back into its original position and the issue was resolved. The patient was able to charge normally and was receiving good stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling and attempted to perform an antenna locate feature but issue did not resolve. No symptoms reported. No further complications reported and/or anticipated. Additional information was received from a consumer regarding the patient. It was reported that the patient received the replacement antenna but they were still having the poor coupling issue. The patient was redirected to contact their healthcare professional (hcp) to have the device checked. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s husband reporting that their wife¿s old device was faulty and defective. It would not take a charge so it was replaced with a new one this year. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturing representative (rep). It was reported that patient origina lly placed with rechargeable ins placed in (B)(6)2017 and was replaced with a new ins in (B)(6)2018. Patient stated her ins kept flipping and would not hold charge and could not charge her battery . She went back to see the hcp and was scheduled for a rep lacement with the new ins. A rep was in the area at the time and was at the patient's surgical consult and at the time of the replacement. The issue was not resolved at the time of this report. No patient symptoms or complications were reported in this event. Patient is alive with no injury. Additional information was received from the manufacturing representative (rep). It was reported that the unresolved issue the rep previously mentioned was about a bill from the replacement. There is no complaints with the new device. The patient explanted device where about is unknown. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and the healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the patient's ins had flipped on multiple occasions over the past year. It was noted fluoroscopy had been used previously to confirm the ins had flipped and the physician had manually flipped the ins back into the correct orientation, which allowed the patient to get 8 coupling bars. The patient has not been able to charge or communicate with the ins since around the end of 2017. The rep reported the ins was now in overdischarge, they were unable to communicate with the ins, and they believe the ins had flipped again. On (B)(6) 2018, the rep was at the doctor's office with the patient. A surgical consult for a pocket revision occurred, and the rep asked for guidance on whether the patient should keep their current ins or replace it with a new ins. The pros and cons of each option were reviewed. Overdischarge resolution was also discussed. No symptoms were reported. No further complications were reported or anticipated.